Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was reported as anxiety exacerbation with spinal cord stimulator (scs) use. The outcome was unresolved at the time of study exit/death/study closure. Interventions included administering medications including toradol im 60mg injection for the pain. Interventions included explanting and not replacing the device. The patient reported when she turned the spinal cord stimulator (scs) on it caused an exacerbation of her anxiety. The patient reported decreased use of scs and only using it for extreme pain. The scs did not work well for the patient. It caused her some annoyance. The patient wanted to switch to high density stimulation to reduce paresthesia sensation. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Relevant medical history included: spinal pain.